Manufacturer narrative:
B3: estimated as 4/1/21 as the published date for the article is noted as 5/17/21. Literature citation: khan, et al. (May 17, 2021) an irritating post-watchman complication: delayed hemorrhagic effusive-constructive pericarditis. Jacc 77 (18).

Event description:
Reported via journal article. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient was initiated on xarelto and aspirin medication therapy following the procedure. Three (3) days post index procedure, the patient developed chest pain. Echocardiography revealed a small pericardial effusion (pe). Xarelto was held for two weeks then restarted since the pe had remained stable and symptoms resolved. After six (6) months while on clopidogrel and aspirin therapy, the patient noted subacute dyspnea. Echocardiogram revealed a larger pe. A pericardiocentesis was performed where 650 ml of bloody fluid was extracted, and the echocardiogram showed a thickened pericardium and angiography showed equalization of diastolic pressures concerning for delayed hemorrhagic effusive constrictive pericarditis. Prednisone and colchicine therapy was initiated for one (1) month with resolution of symptoms. The proposed mechanism includes micro-vessel perforations which lead to subclinical hemo-pe that elicits a recurring inflammatory response, and this was considered a rare complication of the laa closure procedure. The anti-inflammatory medication therapy resolved the patient's symptoms.